Event description:
A malfunction alarm labeled as malf 12 was reported. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump; the issue did not recur afterward. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the customer acknowledged and understood.